Event description:
It was reported that during the surgical procedure fibers from the large needle driver instrument fell inside of the pt. All of the fibers were retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.